Event description:
Customer reportedly received results of 235 mg/dl, 135 mg/dl, and a result of 122 mg/ml within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.